Event description:
The customer reported that the image went white intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and provided the customer's biomed tech with a replacement part, and it was installed. The system operates as intended.